Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(6). The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Based on the information provided, there is no indication that a software anomaly contributed to the reported behavior. The suspected cause was intermittent hardware or network issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. At the time of the system checkout the system performed as intended. It was confirmed that the issue was unable to be replicated. The manufacturer representative deleted the patient from the original case and re-pulled from pacs with the mouse and keyboard plugged in and the scan downloaded without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that while trying to pull a 365 slice CT exam from pacs, it was not pulling. The surgeon was able to query it, but then when hitting download, it would show as loading and then say transfer failed and under details, it said that the transfer was cancelled by user. They had used the pacs port and network cable in the past. They had a keyboard and mouse plugged in. Technical services had the surgeon unplug the mouse and keyboard and try again and the issue was resoled. No patient was present.